Event description:
A patient underwent an implant of a bipolar endocardia pacemaker dual chamber system and for the first 36 to 48 hours had normal functioning electrodes. On the second post op day a loss of sensing of the arterial electrode was noted. It appeared that there was an aterial lead insulation fracture. The arterial electrode was replaced with a new artrail electrodeinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.